Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient felt pain in their back and down leg. Patient turned stim off for ½ hour but the pain level was the same. Patient was advised to follow up with healthcare provider (hcp). The issue was not resolved at time of the report. Patient status was noted as alive, no injury. About three weeks later, patient further reported that it had always been like this and it was worse by just a bit presently. Patient was told by hcp that one side had lodged deeper. Hcp manipulated it at their 1st appointment. Patient stated the hcp told the body normally correcting this itself but if it didn't, they would move it to the left side. Patient did not think they wanted to do this. It was indicated that patient had an appointment on (B)(6). There were no further complications that have been reported as a result of this event.

Event description:
Additional information received from patient reported that the pain had not been resolved. Patient also stated the hcp was removing the device. The patient¿s weight at the time of the event was (B)(6).